Event description:
Event description guidant received information that this right ventricular lead had dislodged and was subsequently repositioned. However, intermittent capture and elevated impedance measurements were noted during testing of the lead following the revision procedure.